Manufacturer narrative:
(B)(4) pseudarthrosis.

Event description:
It was reported that on: (B)(6) 2013: patient presented with pre-op diagnosis of: pseudarthrosis c5-c6 and c6-c7 status post anterior cervical discectomy and fusion, c5-c6 and c6-c7, with neck pain. For which patient underwent: posterior cervical fusion, c5-c6 and c6-c7 (2 levels). Posterior segmental instrumentation c5, c6 and c7. Use of local autogenous bone graft and bone morphogenic protein. Application and removal of mayfield skull tongs. Per op notes, posterior fusion was accomplished by removing the bone dorsally over the posterior elements of c5, c6 and c7. The bone that was harvested was essentially burred off and then saved in a cup. Bone morphogenic protein was reconstituted and allowed to cure in a collagen sponge for 15 minutes. An extra small bone morphogenic protein was utilized. Having decorticated the bone at this point, the bone morphogenic protein was cut into several small pieces. An eighth of an extra sponge was placed inside of each of the facets joints and then the other half of the sponge was utilized over the posterior elements of c5, c6 and c7 on the left hand side. The local autogenous bone was then placed on top of the facet joints and bone morphogenic protein to complete the posterior fusion of c5, c6 and c7. Hemostasis was excellent. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012 the patient underwent fusion surgery in which rhbmp-2 was used. No complication was reported.